Manufacturer narrative:
Follow up information received on 01-aug-2016: updated quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Lot number: 50512937 manufacturing date: 2010/05 expiration date: 2013/05. Lot number: 761618 manufacturing date: 2010/05 expiration date: 2013/05. No sample available for this investigation. For this case both lot numbers were analyzed. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or devices malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the devices. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch 50512937. No further ae case reports have been received to date in relation to the reported batch 761618. No specific quality issue was defined therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had heavy menstruation and intense pelvic pains ("pain the whole time I had them in") after essure (fallopian tube occlusion insert) insertion. She underwent a surgery to remove the coils (approximately 4 years after device insertion). These events are listed in the reference safety information for essure. During essure micro-insert therapy, pelvic pain and genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as incident, since device removal was required. According to product technical complaint, both lot numbers were analyzed and concluded that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Upon follow-up this case became legal, thus further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 09-feb-2016: despite of follow-up attempts no response was received to date. Case considered to be closed. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported pain the whole time she had essure in, serious and listed in the reference safety information for essure. Additional non-serious events were reported. As the event was referred after essure insertion, causality is considered related. She had pain and essure was removed on (B)(6) 2015, so this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055938) in united states on 22-oct-2015 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Consumer experienced lower back pain, heavy periods, mood swings, left lower abdominal pain and it was shooting down left leg, pain the whole time she had essure in. Essure was removed on (B)(6) 2015. Disability/ permanent damage was reported however no event was identified specified. Ptc investigation result was received on 12-nov-2015. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported pain the whole time she had essure in, serious and listed in the reference safety information for essure. Additional non-serious events were reported. As the event was referred after essure insertion, causality is considered related. She had pain and essure was removed on (B)(6) 2015, so this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Additional information was requested.

Manufacturer narrative:
Follow up information received on 17-jun-2016: legal claim was received for this patient; this report is considered legal case from this date forward. On (B)(6) 2011, the plaintiff had essure inserted for permanent sterilization, lot number 50512937 on the right side and lot 761618 on the left side. A few months after the implant procedure, the plaintiff underwent the hsg (hysterosalpingogram) confirmation procedure which confirmed that her fallopian tubes were occluded. A few months after the implant, she began to experience heavy menstruation and pelvic pains. She visited her ob-gyn several times; however, none of the treatments provided seemed to work. According to the plaintiff, each time she visited the pain and bleeding seemed to be dissociated from the devices by her doctors. It was not until recently that she learned that these issues are far more common with the devices than previously represented. On or about (B)(6) 2015, she visited a facility with complaints of irregular, heavy periods and intense pelvic pain that has been occurring for several months prior. Until recently, she did not suspect that the essure coils were the root of her problem; however, after this visit it was apparent that the coils needed to be removed. On or about (B)(6) 2015, the plaintiff underwent a surgery to remove the coils as a definitive solution to her problems. Company causality comment: this spontaneous case report refers to a female consumer who had heavy menstruation and intense pelvic pains ("pain the whole time I had them in") after essure (fallopian tube occlusion insert) insertion. She underwent a surgery to remove the coils (approximately 4 years after device insertion). These events are listed in the reference safety information for essure. During essure micro-insert therapy, pelvic pain and genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Upon follow-up this case became legal, thus further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation received on 16-jun-2016: ptc global number (B)(4). In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar adverse event cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and started having a rash with itching 4 days later. Nickel allergy was reported and due to that essure was removed. Hysterectomy was performed and she was hospitalized. Nickel allergy is a listed event in the reference safety information for essure, and was considered serious due to hospitalization. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case patient denied being allergic to nickel or metals prior to the insertion. Given the nature of the event, and compatible temporal relationship, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident since a surgical intervention was performed. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no sample was provided, a product quality defect could not be confirmed but is considered plausible. Therefore, a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se.